Event description:
Information was received indicating that this peripheral intravenous catheter was difficult to advance. It was noted that the plastic catheter was too far forward on the needle covering up most of the sharp bevel edge. Therefore, when advancing the needle through the skin, the plastic catheter crinkled-up backwards on the needle while the nurse tried to advance the needle through the skin into the vein. No adverse patient effects were reported.